Event description:
It was reported that during an unknown procedure the ligamax got struck. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown.

Manufacturer narrative:
(B)(4). Date sent 3/26/2026 d4 batch #a9738t investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. Upon disassembling, the feed link was noted broken causing the feeding issues and eight (8) clips were found inside the clip track. The event reported was confirmed. The event reported was confirmed and it is related to improper use of the device. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9738t number, and no non-conformances were identified.